Manufacturer narrative:
Corrected data - d1 & d2.

Event description:
It was reported that a patient underwent a revision surgery due to fracture. The patient had an original implant in 2013. This fractured again in (B)(6) 2019 and this pi is for the operation carried last week.

Manufacturer narrative:
An event regarding revision due to fracture of an mrh femoral component involving a stem extender component was reported. Conclusion: a full investigation was completed for the fracture of the femoral component. Based on the information provided there is no indication or allegation that the product reported in this investigation contributed to the event; upon further investigation, it was noted that the device that fractured was the femoral component, a separate report has been filled. It is noted that the stem extender component would have been assembled with the femoral component so would have been explanted when the fractured femoral component would have been removed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient underwent a revision surgery due to fracture. The patient had an original implant in 2013. This fractured again in (B)(6) 2019 and this pi is for the operation carried last week.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient underwent a revision surgery due to fracture. The patient had an original implant in 2013. This fractured again in (B)(6) 2019 and this pi is for the operation carried last week.